Event description:
The graft twisted a complete 360 and when they tried to recapture the top cap, they were unable to recapture and they pulled it down and the entire device came down with it. They had to explant the graft. The procedure was then completed surgically.